Manufacturer narrative:
Citation: ussia et al. Postprocedural management of patients after transcatheter aortic valve implantation procedure with self-expanding bioprosthesis. Catheter cardiovasc interv. 2010 nov 1;76(5):757-66. Doi: 10.1002/ccd.22602. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding postprocedural management of patients after transcatheter aortic valve replacement (tavr) with a self-expanding bioprosthesis. All data were collected from multiple centers between april 2007 until february 2010. The study population included 256 patients (predominantly female, mean age 81 years). All patients were implanted with a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided) delivered by accutrak delivery catheter system (dcs). Among all patients, 11 deaths occurred within 30 days of tavr implant. Causes of death included: cardiac laceration at day 1 caused by stiff guidewire (manufacturer or brand not provided), major bleeding at day 1, cerebral vascular accident and respiratory infection at day 3, cardiac tamponade at day 3, retropharyngeal bleeding at day 3, cardiac arrest at day 10, respiratory failure at day 17, pulmonary embolism due to femoral fracture at day 26, cerebral vascular accident at day 27, pulmonary infection/sepsis at day 27, and gastric hemorrhage at day 28. Based on the available information, a causal relationship between the deaths and medtronic product was not established. Among all patients, adverse events related to the valve included: malposition requiring implant of a second valve, cardiac tamponade, stroke, new arrhythmia (atrial fibrillation, atrio-ventricular block, bundle branch block), complete heart block requiring permanent pacemaker, and hospitalization for mean of 7.1 days. Adverse events related to the delivery catheter system (dcs) included: access site vascular complications including artery rupture and bleeding requiring intervention, and femoral occlusion, dissection and pseudoaneurysm. Based on the available information medtronic product were associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.